Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified some signs of use but no evidence of any damage. Implant was measured during inspection and matched print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the product experience report. The implant had been placed on tooth #30 for approximately 4 days. X-ray or picture images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the patient had a biological failure with paresthesia and pain. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported by the customer that the patient had a biological failure with paresthesia and pain.